Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four months post implantable pulse generator (ipg) change out procedure, the right atrial (ra) lead exhibited oversensing and over-pacing. It was also reported that the physician deemed that the lead got damaged during the generator change out procedure, as it was performing fine prior to it. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.